Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the pump touch screen became cracked due to the customer pressing too hard on the display. The customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.